Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding multiple cartridge alarm 19 during basal delivery. Customer's blood glucose (bg) level was impacted 350 mg/dl. The customer took a manual injection to stabilize bg level. It was indicated that the customer had manual injection available as alternate insulin therapy and would contact health care provider for long acting insulin.